Event description:
It was reported that they have been cooling patient since last night around 11pm, but the arctic sun device did not seem to be getting cold. 4 pads connected with no exposed abdomen. The patient temperature was 37.3c, target temperature was 33c, water temperature was 29.9c and water flow rate was 2.6 l/m. Mis walked nurse through event log which shows alert (reduced water temperature control). The system diagnostics showed outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 29.8c, chiller temperature (t4) was 9.8c, water flow rate was 2.6 l/m, inlet pressure was -7.1 psi, circulation pump command was 74 percentage, mixing pump command was 100 percentage, heater command was 0, water reservoir limit was 5, system hours were 4032.9 and pump hours were 3580. Mis advised to send to biomed labeled 113 (reduced water temperature control). They have another device they would swap out to. As per additional information received on 10mar2023, the device was failing calibration for an error 80 (water check time out unable to reach calibration temperature) . A check of the diagnostics showed that the mixing pump had failed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. 4 pads connected with no exposed abdomen. The device was not returned. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. Labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they have been cooling patient since last night around 11pm, but the arctic sun device did not seem to be getting cold. 4 pads connected with no exposed abdomen. The patient temperature was 37.3c, target temperature was 33c, water temperature was 29.9c and water flow rate was 2.6 l/m. Mis walked nurse through event log which shows alert (reduced water temperature control). The system diagnostics showed outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 29.8c, chiller temperature (t4) was 9.8c, water flow rate was 2.6 l/m, inlet pressure was -7.1 psi, circulation pump command was 74 percentage, mixing pump command was 100 percentage, heater command was 0, water reservoir limit was 5, system hours were 4032.9 and pump hours were 3580. Mis advised to send to biomed labeled 113 (reduced water temperature control). They have another device they would swap out to. As per additional information received on 10mar2023, the device was failing calibration for an error 80 (water check time out unable to reach calibration temperature) . A check of the diagnostics showed that the mixing pump had failed.